Manufacturer narrative:
Other, other text: FDA number is mw5095062.

Event description:
Information was received that a cadd pump displayed a "non-disposable" alarm message while in use with a cadd cassette reservoir the patient changed the cadd cassette reservoir and the issue resolved. Patient reportedly believed that the cassette may be faulty. Patient was able to successfully. Complete their life-sustaining infusion with no reported clinical injury.